Event description:
The report received from the affiliate states that at the end of the ablation procedure, when the surgeon was removing the catheter sheath introducer, he felt a light resistance. The introducer broke off, and a 4-5cm piece remained in the pulmonary artery. The following day, the remaining piece of the introducer was located with a CT-scan, and removed without difficulty by a cardiologist specialized in hemodynamics. The patient left the hospital the next day in stable condition. No additional patient or procedural information has been provided.

Manufacturer narrative:
The report received from the affiliate states that at the end of the ablation procedure, when the surgeon was removing the avanti catheter sheath introducer, he felt a light resistance. The introducer broke off, and a 4-5 cm piece remained in the pulmonary artery. The following day, the remaining piece of the introducer was located with a CT-scan, and removed without difficulty by a cardiologist specialized in hemodynamics. The patient left the hospital the next day in stable condition. No additional patient or procedural information has been provided. The device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information provided and without the product available for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that at the end of the ablation procedure, when the surgeon was removing the avanti catheter sheath introducer, he felt a light resistance. The introducer broke off, and a 4-5cm piece remained in the pulmonary artery. The following day, the remaining piece of the introducer was located with a CT-scan, and removed without difficulty by a cardiologist specialized in hemodynamics. The patient left the hospital the next day in stable condition. No additional patient or procedural information has been provided. One non-sterile piece of a 7f sheath introducer was received inside a plastic bag. The broken point on the sheath looks elongated and raged. The other piece of the cannula was not returned for analysis. Sem results show that the cannula external surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Dimensional analysis could not be performed due the conditions of the returned unit. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cannula separation reported by the customer was confirmed during analysis; however the exact cause of the separation could not be determined. Procedural or clinical factors might have impacted the event. Vessel characteristics at the access site may have contributed to the resistance felt during sheath withdrawal, and withdrawing the sheath against resistance may have contributed to the separation. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.